Event description:
During a pci procedure of a lesion in the proximal lad, balloon catheter removal difficulties were encountered. The quantum maverick monorail balloon became stuck on the wire and while attempting to remove, the catheter became stretched. The physician remove the balloon and wire as one with some difficulty. The procedure was completed with another device. No patient injuries or complications were reported. Patient status is listed as "good".